Event description:
A laparoscopic tubal sterilization with fallopian tube clips was being done. When the physician applied a clip to one of the tubes, the applicator would not release the clip and tube. Some manipulation was necessary to free the applicator. The case was completed with no consequences to the patient.